Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation can be performed. A follow-up MDR will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was undetermined.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during every drain ((B)(4)) on the homechoice machine (hc). The home patient (hp) stated he is currently in drain 4 of 5 and the hc is no longer alarming. The hp stated they have a current drain volume of 3627ml. The technical service representative(tsr) assisted the hp to review the programming. The hc is set for a fill volume of 2200ml and last fill volume of 400ml. The tsr explained the alarm and possible causes. The tsr put the hp back to the drain. The drain volume reached 3705ml before moving into the fill. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr advised the hp to notify their nurse of the repeated low drain volume alarms. There was patient involvement; however, there was no injury or medical intervention reported.